Event description:
It was reported that the tandem-provided charging cable was damaged and could no longer be used to charge the pump. The customer continued to use the pump for insulin therapy. There was no reported impact to the customer's blood glucose level.